Event description:
It was reported that on (B)(6) 2007 the patient presented with low back pain leg pain, and l5-s1 disk arthropathy. The patient underwent l5-s1 microdiskectomy and anterior interbody fusion via left paramedian and retroperitoneal approach. Stalif interbody device was used with rhbmp-2/acs sprinkled with actifuse hydroxyapatite placed within the interbody device. There were no noted operative complications. On (B)(6) 2007 the patient had priapism. Per the medical records, ¿the patient had an episode of priapism spontaneously about one month ago lasting approximately 5 hours.¿ mechanical and chemical treatment was provided. The patient was discharged on (B)(6) 2007. On (B)(6) 2007 the patient presented to the ER with priapism. Per the medical records, ¿per patient he had been getting priapism intermittently at home, which did not require medical intervention. He had this erection since last night at 2 o¿clock.¿ mechanical and chemical treatment was provided. On (B)(6) 2009 the patient presented with right cervical radial radiculopathy. A CT scan of the cervical spine indicated ¿multilevel mild to severe foraminal narrowing... No significant change when compared with the MRI study done on (B)(6) 2009.¿ on (B)(6) 2010 patient was admitted for cervical surgery secondary to cervical spinal stenosis c5-6 and c6-7 with myelopathy. Patient underwent a c6 vertebral corpectomy with c5-6-7 foraminotomies and microdiskectomy, followed by an acdf c5-6 and c6-7 with local autologous bone, demineralized bone matrix, synthes interbody device, and synthes vectra anterior plate. There were no noted complications. On pod 1 the patient complained of itchiness due to vicodin and was switched to percocet. Post-op x-rays showed ¿good placement of the cage and anterior hardware.¿patient was discharged on (B)(6) 2010. On (B)(6) 2010 x-rays of the cervical spine indicated ¿exam is compared to prior study. There is again noted the evidence of anterior fusion extending from c5 through c7 with anterior plate and screws as well as a corpectomy cage in the c6 vertebral body region. All of the hardware is intact. A first degree spondylolisthesis is present at c3¿c4 level and there is mild reversal of the normal cervical lordosis. No significant change from the previous study.¿ on (B)(6) 2010 x-rays of the cervical spine indicated ¿anterior fusion with cage and associated hardware at c5-c7. Alignment is unchanged. Slight loss of lordosis.¿ on (B)(6) 2010 patient presented with osteomyelitis of the cervical spine and had a PICC placed for long term antibiotics. There was concern of infection at the PICC site, and the PICC was removed on (B)(6) 2010 and a new line was placed on (B)(6) 2010. On (B)(6) 2010 x-rays of the lumbar spine indicated ¿l5¿s1 interbody fusion with intact screws and stable alignment. There is mild levoscoliosis of the lumbar spine apex at l2-l3 where there is a moderate intervertebral disc height loss with pronounced the endplate sclerosis. There is vacuum phenomenon at the l2-l3 level. No evidence of subluxation or malalignment on the flexion-extension views.¿ on (B)(6) 2010 the patient presented with back pain. A CT scan of the lumbar spine indicated ¿normal lumbar alignment. The visualized lower thoracic vertebra unremarkable. Incidental schmorl's node is noted at t12 inferiorly. There is considerable degenerative change at l2/l3 with bone loss about the opposing endplates and marked narrowing of the disc space. There is considerable sclerosis surrounding the lytic opposing bony defects. Vacuum disc phenomenon is noted with small vacuum disc herniation into the spinal canal. There has been previous anterior fusion across l5 and s1 as well as prior left laminectomy at l4 and bilateral laminectomy at l5. Intrabody spacer is noted posteriorly at the l5/s1 disc space. There is considerable radiolucency surrounding the anterior screws as well as marginal sclerosis. This appears chronic. Soft tissue changes within the spinal canal or better appreciated on MRI recently reported. No paravertebral soft tissue mass is identified.¿ a full body scan for back and left leg pain indicated ¿increased tracer activity in the l2 vertebral body extending into the right l2 pedicle.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.